Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending. See scanned page.

Event description:
The subject device was interrogated twice on (B)(6) 2012, at 10h42 and 12h24, programmer time. An un-explained bradycardia episode (corresponding to a switch in ddd mode while the device is programmed in safer pacing mode) was observed in device memory. It should be noted that episode was recorded at the time of first device interrogation (on (B)(6) 2012).